Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged the audio bolus button was unresponsive. There was no report of damage to the button cover. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed by product analysis on 10-jul-2019 with the following findings: on investigation, the pump was returned with the audio bolus button cover missing from the pump; the audio bolus button response was, therefore, not able to be investigated. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.